Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the discovered damages is d02 - cause traced to component failure which as expected or random component failure without any design or manufacturing issue due to c0201 - electrical/electronic component problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited a line was on the left side of the image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope exhibited a communication error. Event occurred during set up / inspection for use (during set up in room / before patient in room). Unsure as to how the procedure was completed. There was no patient involvement.